Manufacturer narrative:
(B)(4).

Event description:
It was reported that data outages on the mobile app occurred. Data was evaluated and the allegation was confirmed as loss of connection over an hour was confirmed. The probable cause could not be determined. The reported event of data outages is reportable based on the finding of loss of connection over an hour. No injury or medical intervention was reported.